Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and observed that crystal, designator y1, on the single board computer was intermittently failing to oscillate.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported issue.